Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 87-year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The pads, device, and event logs were not returned for evaluation. Photographs of pads lot # 240419-04 were reviewed and showed used pads with brown discoloration, foreign material, and hair; however, the reported discolored gel could not be confirmed or ruled out based on the images provided. No clinical data files were received, therefore, the reported issue, including whether shock was advised, could not be verified. Additional information was requested from the customer, but no response was received, despite due dilligant attempts. The investigation will be closed as no product returned and will reopen if product is received.